Manufacturer narrative:
Section d10: concomitant products logic cr femoral por, right, sz 6 (cat# 02-010-04-0360 / serial# (B)(6); lgc tibial fit tray cem sz 6f / 6t (cat# 02-012-45-6060 / serial# (B)(6); three peg patella 41mm (cat# 200-02-41 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 8.5 years post initial right tka, the male patient presented to surgeon with a sore knee. The surgeon dealt with the knee with suspicion due to the previous tga notifications and ongoing issue with the knee inserts. The surgeon decided to remove all implants and replace with a competitor's revision knee system. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation due to the devices were disposed by hospital.